Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2021 wherein the leads were repositioned addressing the issue. Reportedly, effective therapy was restored post operatively.

Event description:
Related manufacturer reference number: 1627487-2021-18454. It was reported that the patient experienced ineffective stimulation. Reportedly, the leads migrated. As such, surgical intervention may take place to address the issue.